Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the pim. Pim leak test passed after replacement. All manifold tests and functional test passed. The machine was returned to customer for clinical use. The removed pneumatic module assy, rohs was returned to the failure analysis and testing department(fat) for investigation. The fat performed a visual inspection and found the part to be in good condition but the safety disk was not returned with the part. The failure analysis and testing dept. Tested pneumatic module assy, rohs in the cardiosave test fixture to factory specifications per procedure and the cardiosave service manual. Performed an all manifold test and the part failed the leak test portion. Fat was able to verify the reported failure of a failed leak test. Retaining the part in the failure analysis and testing dept. Per procedure.